Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system experienced oversensing and brady pacing inhibition. The patient is pacer dependent. The oversensing condition was resolved by reprogramming the device sensitivity from normal to least.